Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the scope of the subject device tested positive for unspecified microbes (3 cfu / 150ml) and pseudomonas aeruginosa (3 cfu / 150ml) . The subject device had been reprocessed with adaptascope, a non olympus automated endoscope reprocessor model, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, all channels of the subject device tested positive for the staphylococcus coagulase negative (3 cfu/ endoscope). The result of the additional microbiological testing cleared the (B)(4) guideline. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".